Event description:
It was reported through clinical trial that the patient underwent reoperation with transposition of tibial tuberosity following dislocation of patella. Date of onset was dated as (B)(6) 2015 while the hospitalisation in relation to this ae was noted in the period of (B)(6) 2017. Outcome was noted as recovering/resolving.